Event description:
The reporter stated that the surgeon inserted a single piece silicone lens model aa4204vl in patient's eye and there was a tear in the posterior capsule. The surgeon removed the lens and performed a vitrectomy and put in a 3- piece lens. Further information has been requested, but none forth-coming. If more information is received, a supplemental medwatch report form will be sent.

Manufacturer narrative:
A visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable. A work order search was performed for similar complaints within the search, and there were no similar complaints found. Conclusion: based on the complaint history, work order search and evaluation of the returned product a specific root cause of the complaint cannot be determined. It should be noted that the injector and cartridge were not returned for evaluation.